Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The patient inserted the sensor in the abdomen on (B)(6) 2021 and noticed after a few minutes that blood was dripping from the site. The sensor was saturated with blood. He tried to apply pressure for five minutes but since the blood was still dripping, he was taken to the emergency room (ER) by his wife. Per the doctor, the insertion needle had hit an artery which caused the excessive bleeding. The insertion site was sutured under local anesthesia and the patient was sent home the same day. At the time of the report he was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.